Event description:
The article "the ¿spider and the fly¿ technique for transcatheter tricuspid valve replacement in failed edge-to-edge repair" was reviewed. The article presents a case study of utilizing transcatheter electrosurgery to facilitate tricuspid valve replacement in a 75 year old female with severe recurrent tricuspid regurgitation after failed tricuspid transcatheter edge to edge repair (teer). It was reported that a triclip procedure occurred on an unknown date in 2022. Two triclips were implanted, with one of the triclips having a partial detachment resulting in a septal leaflet tear and recurrent tricuspid regurgitation. In (B)(6) 2024, the patient was admitted for residual exertional dyspnea with nyha functional class ii and peripheral edema despite optimal medical therapy after previous t-teer. The septal leaflet tear with one triclip partially detached along with severe tricuspid regurgitation was confirmed. Transcatheter electrosurgery laceration of the septal leaflet was performed and an edwards evoque valve was implanted successfully with a good result. The article concluded that failure of t-teer can be managed with modified electrosurgical leaflet laceration that enables transcatheter tricuspid valve replacement. [The primary and corresponding author was dr marco gennari, irccs centro cardiologico monzino, milan, italy with corresponding email: marcogennari.md@gmail.com].

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b3: as this event is from a literature review, the event date is estimated. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
Summarized patient outcomes/complications of the mitraclip device were reported in a research article titled ¿the ¿spider and the fly¿ technique for transcatheter tricuspid valve replacement in failed edge-to-edge repair¿. The research article presented a case study of a 75-year-old female patient with severe recurrent tricuspid regurgitation. The patient was admitted for dyspnea with nyha functional class ii and peripheral edema. The septal leaflet tear with one triclip partially detached along with severe tricuspid regurgitation was confirmed. Surgical intervention was performed. Based on the limited information available from the article, the cause of the reported partial clip movement, heart failure, dyspnea, edema, and tissue injury were unable to be determined. The reported patient effects of heart failure, tissue injury, tricuspid regurgitation, dyspnea, and edema as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported surgical intervention, medication required, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.